Event description:
It was reported that following an uneventful novasure endometrial ablation, the physician performed a planned laparoscopy and reported, "a perforation to the upper left cornua/fundal region with blanching on the sigmoid colon". The surgeon noted it was a "superficial" burn, but "proceeded to over sew the blanched area as a precaution". The patient "has no complication post this event and has returned to normal eating, drinking and function". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is receive, a supplemental medwatch will be filed. (B)(4).